Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent difficulty waking the pump using the sleep/wake button, with similar difficulty observed by family and a healthcare professional; the device could be awakened without issue while on the charging pad, and a device restart restored normal wake functionality. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included continued device use with monitoring and no alerts or alarms. Investigation included guided troubleshooting over the phone, placement on the charging pad, and a device restart. Investigation of this case revealed that the device functioned as expected after restart and on the charging pad, indicating an intermittent user interface responsiveness issue related to the sleep/wake button without clinical consequence. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with an intermittent device performance issue that resolved with reboot and proper charging.